Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and returned paddle set and they were found to perform to specification. Review of the device history log indicates that the shock button on the defibrillator was depressed while attempting to discharge via paddles. Per device design, the end user is to discharge energy via the shock buttons on the paddle set when used in conjunction with the defibrillator. The device was recertified and returned to the customer. No trend is associated with reports of this type.